Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer reverted to a backup insulin pump. There was no adverse impact to the customer's blood glucose level.